Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The stop current and run current measurement tests are within specification. No unexpected low battery alarm noted. Device also passed off no power alarm test. Device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 405 mg/dl at the time of incident. The customer's most recent blood glucose was 203 mg/dl at the time of call. The customer stated that they were wearing the insulin pump during hospitalization. It was reported that they were giving manual injection for the blood glucose. It was also reported that the insulin pump was not able to bring the blood glucose down and declined to troubleshoot. The insulin pump will be returned for analysis.